Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gatroduodenal artery (gda) using ruby coils, a ruby coil detachment handle (handle), and a lantern delivery microcatheter (lantern). Prior to the procedure, the proximal end of the ruby coil became bent when the technician was removing the device from its packaging hoop. Subsequently, the ruby coil successfully detached, but the proximal end became stuck in the handle. Therefore, the handle was removed. The procedure was completed by using a new handle to detach the same ruby coil. There was no report of an adverse effect to the patient.